Event description:
Patient seen in clinic on (B)(6) 2021 due to complaints on increased redness and drainage at the lvad driveline exit site dles). Culture sent was positive for pseudomonas aeruginosa. CT of the abdomen on (B)(6) 2021 revealed a cellulitic infection at the dles. Discharged from the clinic on an antibiotic for 2 weeks. Seen in clinic again on (B)(6) 2021 at which time the antibiotics were continued. Seen in clinic on (B)(6) 2021. Pseudomonas no longer sensitive to antibiotics therefore they were stopped. Admitted to the hospital (B)(6) 2021 with continued dles infection. Dles culture positive for pseudomonas. Patient discharged on IV antibiotics. Seen in infectious disease clinic on (B)(6) 2021 at which time IV antibiotics were stopped. Admitted (B)(6) 2021 for surgical debridement of the dles with wound vac placement. Discharged on oral antibiotics. Admitted on (B)(6) 2022 from clinic due to worsening dles infection. Decision was made to exchange the heartmate 3 lvad due to chronic dles infection which has been not been eradicated by antibiotics or surgical debridement. Taken to the operating room on (B)(6) 2022 for this exchange. During the procedure the surgeon noted no purulence in the mediastinum. The patient is currently stable and recovering on the telemetry unit. FDA safety report ID# (B)(4).